Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower failed storage space was displayed. The customer attempted to reboot the device and recover the failed drawer; however, it continued to show requires maintenance. The customer also attempted to shut down the station by unplugging the power and turning it back on, but the drawer recovery still failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed and required maintenance. The field service engineer (fse) shut down the station and removed the latch column. The fse then replaced the latch along with the harness for all doors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.